Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cracks on the display and on the reservoir .customer stated that the crack went across diagonally. Customer further mentioned that the insulin pump gets moisture in it and the keypad does not work. Customer's blood glucose reading at the time of the call was 127 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No moisture damage electronic assembly.